Event description:
Per oos, this lead was removed due to ventricular stimulation via atrial lead as a result of bypass surgery. The lead was replaced with a new atrial lead in a different position. This lead was replaced with a selox jt 53.